Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that "machine was disconnected" to allow for unrelated open heart surgery. Patient clarified this to mean that the ins was turned off during this time. The patient later turned the ins back on, but it was not helping their symptoms of external hemorrhoids and fecal urgency. They had urinary urgency. It felt like that there was fecal material laying up against the hemorrhoids, and it was causing them discomfort. Patient confirmed that stimulation was on and they were using program 3 at 3.5v. They could not go above 3.5v because it hurt them, so they kept it at 3.5v. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.